Event description:
User experienced discrepant troponin t results for one pt. Initial result gave 0.78 ug/l. The same sample was repeated three times and gave a negative result each time. The pt underwent an EKG as a result of the initial value. User does not state the pt was adversely affected. If additional info is received, appropriate notification will be provided.